Event description:
It was reported that during a lap cholecystectomy procedure the device locked down on the cystic artery and would not open. The surgeon had to pry the device open. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/4/2007. Information anticipated, but unavailable at this time.